Manufacturer narrative:
Additional information was received. Lead was explanted on (B)(6) 2021. Upon receipt, the lead under complaint was found cut 31 cm distal to the is-1 connector pin (into two segments). The analysis showed 14 cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis, the quality documents and device history accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Additional information was received. Lead was explanted on (B)(6) 2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: low impedance and noise were reported on this atrial lead. Lead remains implanted.